Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was observed that the lp had mechanical instability after being released, indicative of microdislodgement. During repositioning, the lp helix became elongated. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.

Manufacturer narrative:
The reported event of stretch helix and dislodgement could not be confirmed. Final analysis returned normal. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.